Manufacturer narrative:
Additional h-3 summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Additional information was requested and the following was obtained: was the needle completely retrieved? Yes. Any adverse patient consequences? If yes, what medical/surgical intervention was provided to manage them. No patient consequence.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date in 2019 and suture was used. The needle broke into two parts during use. The pieces were removed from the patient. There were no adverse patient consequences reported.